Event description:
Event description cpi received information that an invasive procedure was performed on the patient of this endotak transvenous defibrillation lead due to an increase in ventricular sensing resistance. Upon examination a 'broken lead shielding of the is-1 connector' was found and the lead was explanted.